Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that catheter entrapment on guidewire occurred. A v-18 control wire was selected for use. During a non-boston scientific (bsc) implant procedure after sensor deployment, the sensor stuck to the delivery catheter. A non-bsc balloon catheter was used to bump the sensor off the catheter, however it remained stuck to the v-18 control wire. The physician was able to successfully release the sensor but noticed the sensor was placed in a vessel that was too large and decided to remove the sensor using a snare. A second sensor was used and deployed successfully. The patient has a left ventricular assist device (lvad) implanted and was kept overnight for observation. Two days after, the patient was discharged.